Event description:
It was reported from the (B)(6) that a patient had a burn on his left buttock in the shape of the controller. It is stated that while the patient was in the hospital the nursing team removed the controller out of the patient bag, because they thought it was warm, and placed it on the bed with the patient. It appears that the patient had rolled onto the controller and received the blister/burn from the controller. The ventricular assist device (vad) coordinator felt the controller the morning after and it was noted to be normal temperature, there were no electrical faults reported and the power consumption "was never high". The patient died of multi-organ failure, (B)(6) 2015, the vad was reported to be functioning normally until the treatment was withdrawn. No additional information is provided.

Manufacturer narrative:
After further review of additional information received. The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned to heartware for further evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The event could not be confirmed through log file analysis. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with controllers overheating are most often attributed to the controller being covered and, as a result, overheating. The most likely root cause is the patient lying on the controller, causing the controller to overheat. Controller received (B)(4) 2015

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It is noted in the information for use that vad patients face risks that include death and multi-organ failure. The controller is expected to be returned for testing.

Manufacturer narrative:
Corrected sections: type of reportable event (no ae/death). Serious injury. This reported incident is for the controller and the blister on the patient. The vad and death from multi-organ failure are not related to this event or to use of the device. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of peripheral devices. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a malfunction in the event a hazard occurs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.